Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient reused cartridges for several uses instead of changing with each fill, refilling the cartridge daily but reusing it multiple times, which is non-compliant with instructions for use (IFU) for single-use cartridge protocol, resulting in blood glucose levels of 435 mg/dl treated via correction bolus via pump.